Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: ¿in the event the quicklink¿ loader or cartridges become inoperable due to damage or malfunction, any or all components may be removed from the cartridges and implanted manually.- pushing the dispense button does not eject any items or produces a partial dispense." (B)(4). The device was not returned.

Event description:
It was reported that there was a malfunction on a connector. The connector was stuck inside of the quicklink cartridge and caused a failure on deploying seeds. There was no further information from the facility. It is unknown if the patient received all the seeds.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that there was a malfunction on a connector. The connector was stuck inside of the quicklink cartridge and caused a failure on deploying seeds. There was no further information from the facility. It is unknown if the patient received all the seeds.